Event description:
It was reported that the patient presented to the hospital after experiencing syncope and cardiac arrest. It was noted the right ventricular lead was unable to convert the patient's rhythm. CPR (cardiopulmonary resuscitation) was performed. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147600. Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.